Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that power was released from their implantable cardioverter defibrillator (ICD) on three separate days just a few days apart. The patient stated they were hospitalized, and that the physician told them that they needed to program their ICD. The ICD remains in use. No patient complications have been reported as a result of this event.